Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise could not be verified. No anomalies were found.

Event description:
It was reported that noise was observed on the right ventricular lead. The lead ws explanted and replaced.